Event description:
It was reported to boston scientific corporation in 2009 that during preparation of a jagwire guidewire, the physician reported that the rigidity of the jagwire was not indicated on the packaging of the device. There were no pt complications involved as this device was not used on a pt.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.